Event description:
A low reading issue was reported with the adc sensor. The customer reported receiving low sensor readings and was taken to the hospital where a blood glucose result of 540 mg/dl was obtained on a healthcare meter. The customer was administered apidra insulin (dose unknown) for treatment of hyperglycemia and hospitalized for an unspecified duration. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.